Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5164197 received through the FDA medwatch program stating "spontaneous communication. Pt reported while starting infusion last night and when trying to load syringe into pump, it kept springing back out. Pump made clicking noises. Pt was able to infuse manually. Pharmacy is replacing pump. No adverse events or missed doses reported. Unknown if pump is available for return. No additional information available. Pump serial number was not reported. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver." No adverse events were reported to have occurred as a result of this event. A good faith effort was sent to the initial reporter on 24-jan-2025 for additional information. A response was received providing patient information and stated the reporter did not provide the serial number of the pump involved, therefore it is unknown. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.